Event description:
It was reported that a pt who had a ivc filter implanted in 2006 presented with abdominal pain. A CT was performed and it was identified that three filter limbs were perforating the cava wall. Approx 10 mm of one filter leg and 8 mm of two filter arms were extending beyond the cava wall. There was no extravasation. The filter remains implanted and there are no plans to retrieve the filter at this time, as the abdominal pain was determined to be unrelated to the filter. There was no pt injury reported.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The filter remains implanted; therefore, not available for evaluation. The event investigation is currently underway.